Event description:
It was reported that a spectrum pump had an issue of failed pounds per square inch (psi) test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, ¿fail psi test" was not reproduced. Evaluation had downstream occlusion testing run for low, medium and high pressure with all tests passing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.